Event description:
A report was received stating the listed device was in use with a ventilator dependent pt for an unk amount of time when the device began leaking at the cuff. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.